Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the as400 found eight pieces were released for distribution on march 19, 2004. A search of the complaint database found no prior reports for this part and lot number combination. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address loosening of the talar component.